Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Fields d1, d4 of the emdr is for original iabp system 98xt. However, this iabp was upgraded to a cs300 intra-aortic balloon pump, which was reported by the customer.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) batteries didn¿t last for pm. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA 510k) g6, h2, h6 (type of investigation, component codes, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced main batteries ((B)(4)) to correct the issue. All functional and safety checks have been performed to meet factory specifications.